Event description:
The customer reported that during a sub-total gastrectomy, the regrasp alarm occurred repeatedly after the second seal cycle. Another device was used with the same issue. This caused the procedure time to be extended by more than 30 minutes. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.